Event description:
The 5'7", 170 lb, 49-yr-old male pt originally injured his knee in 1975 when he stepped into a hole while playing with some children. In 9/93, his primary left total knee prosthesis was implanted at another hosp. Since then, however, he had chronic pain in the area accompanied by swelling and grinding. He was evaluated at rptr's hosp for bilateral knee pain. Besides recommending a left total knee revision, the dr indicated that he had a "tendon missing." During the revision, the dr noted that there was no gross loosening of the tibial and femoral components. Dark metallic debris in the knee area was found, reportedly indicative of synovitis. The posterior cruciate ligament (pcl) was found intact but required a pcl-retaining prosthesis. The new left knee prosthesis fitted very well with full extension and stability reported on the knee.